Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient experienced possible erosion and the scab from the initial implant would not heal. The physician elected to remove existing device and place a new one in a new location. The icm was discarded. No further patient complications have been reported as a result of this event.